Event description:
It was reported that during a lap bypass procedure that after using the instrument for half an hour, the instrument developed a warning on the machine. Rebooted the handpiece. One part of the harmonic jaws came away from the handpiece. There was no adverse pt consequence.